Event description:
It was reported to adac that when the user adds sources and computes dose, the system will not give them any dose (during prostate preplans with digital contours for the prostate volume). It appears that when doing a brachytherapy case in dig.contour, the data set must be overridden prior to adding any sources or no dose will be computed. No injury was reported as a result of this issue.